Event description:
The user was trying to put the lift strap joint in the carriage hook s65 with the extension arm when the lift strap joint fell on the hand of the user. User reported pain to the hand.